Manufacturer narrative:
The pump passed most of the functional testing except the self-test due to an rf pic failed alarm due to a faulty radio frequency board. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test. Customer's blood glucose level at the time of the incident was unknown. Customer was assisted with troubleshooting for the alarm, but the insulin pump failed self-test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.